Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose. Her blood glucose was unknown at the time of reporting. She stated her blood glucose went from 382mg/dl all the way up to 551mg/dl before getting it back down to 382mg/dl with a manual injection. She blamed an unspecified meal for the spike and not her insulin pump.